Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported occlusion alarm was identified and a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. A cartridge and infusion set site changed was performed and the occlusion alarms continued. No damage was noted to the supplies that were changed the customer's blood glucose (bg) level was in the 400's mg/dl range and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the cannula. The contact alleged there was an underlying issue with the pump and stated that the customer would use manual injections for insulin therapy. During a follow-up, the clinical diabetes specialist was to provide alternate infusion set types to the customer.